Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device auto-analyzed, self-charged and delivered energy for a heart rhythm they believe was non-shockable, without any user interaction. Complainant did not indicate that there was any adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.